Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery, battery out limit, low battery or off no power alarms were noted. The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No blank display was noted. The pump was received with a corroded battery tube and corroded battery cap contact, minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a few battery issues with the insulin pump and after changing the battery, the pump did not turn back on. Customer stated that he had a battery out limit alarm and a failed battery test alarm. Customer would usually replace the battery but a couple of days ago, the pump turned off. Customer had a battery that lasted less than 1 week about 2 weeks ago. Customer stated that he started getting alarms this past sunday. Customer stated that the spring is corroded. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.